Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 29 mmol/l with symptoms of dizziness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had shorter than expected battery life, leading to frequent battery changes. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: a review of the black box showed low battery warnings due to a low battery voltage reading. All current draws were within specifications. The alleged battery warnings were not duplicated during testing. Unrelated to the original complaint, a leak was found in the battery compartment crack above the grip with evidence of moisture corrosion and rust. The pump powered up to a dim and pink display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.